Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider. It was reported that the programs that are provided (the seven standard programs/managed by fact programs) sometimes do not work for their patients or they cause the patient to get stimulation down the leg. The caller indicated that sometimes this happens when the patient falls and the lead moves. The caller described that they may have to reprogram the patient using the case as an active electrode or by decreasing the pulse width to 60us and increasing the amplitude. Troubleshooting was not required. The caller could not provide any specific information regarding any cases in which this has occurred.